Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, a cartridge was successfully loaded after the pump was reset. The customer's blood glucose level was 216 mg/dl.